Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient left femoral artery access was obtained. The patient had a known left common iliac stent. The physician anticipated that the impella device would pass through the stent without issue; however, crossing the stent was unsuccessful. The impella was explanted, and the left femoral access site was closed. Right femoral artery access was then obtained for percutaneous coronary intervention (pci). Imaging of the left iliac and runoff demonstrated good flow. It was reported that the patient survived at explant.